Event description:
Use of biojector b2000 device for fuzeon subcutaneous administration caused excessive site bleeding. Pt is a hemophiliac with bleeding/clotting disorder, which may have contributed to adverse event. Pt switched to small gauge insulin syringes. No long term or permanent sequelae.